Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while removing the bd vacutainer® tube from the multiple sample luer adapter during use, the rubber sleeve failed to cover the needle and blood leaked "all over". The nurse reportedly wore gloves, so there was no blood-to-skin contact. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "customer called to report issue with luer device, stated when removing the blood tube from luer the rubber stopper did not cover needle and leaked blood all over."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while removing the bd vacutainer® tube from the multiple sample luer adapter during use, the rubber sleeve failed to cover the needle and blood leaked "all over". The nurse reportedly wore gloves, so there was no blood-to-skin contact. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "customer called to report issue with luer device, stated when removing the blood tube from luer the rubber stopper did not cover needle and leaked blood all over."